Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2026, the patient and his mother observed redness and irritation at the sensor insertion site, prompting early removal of the sensor. By (B)(6) 2026, symptoms had progressed to include a large lump, rash, and a burning sensation of the skin. They sought evaluation at an urgent care clinic, where the patient was assessed, diagnosed with an infection at the dexcom insertion site, and prescribed an unspecified oral antibiotic. The parent also reported using cortisone cream, though she did not clarify whether it was over the counter or prescription. The patient followed up with his physician on (B)(6) 2026 and underwent an arm ultrasound to rule out a cyst or abscess; results were negative. During a follow-up call on (B)(6) 2026, the patient¿s mother reported that the lump had decreased in size and the patient was improving. The parent remained unsure whether the initial symptoms originated at the needle puncture site or beneath the sensor patch. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.